Event description:
Per the audiologist, in 2008, the pt showed signs of swelling at the implant site. An x-ray and a CT scan (dates not reported) showed the internal magnet had moved out of the magnet pocket. A revision surgery was done on approx two months later, to reinsert the magnet back into the magnet pocket.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.